Manufacturer narrative:
Review of production records for complained component has been performed and did not highlight any pre-existing anomaly, nor non-conformity. From information provided by compliant source and follow up communication it was learned that surgeon had issues in positioning the custom reamer guide ring that should have allowed him to proper ream the bone and then implant the custom acetabular cup. The manufacturer will submit a final report as soon as the investigation is completed.

Event description:
During surgery occurred on (B)(6) 2026, aimed to implant hip custom made device cmd 25-1725, delay and change of surgical plan occurred due to fitment issue of the custom instrument. The surgeon could not position the custom reamer guide (reamer stopper 1, included in instrument set acetabular psi 2, pn 9701.66.2av, lot 2606411, sterilization 2600040) to proper prepare the bone and therefore implant the custom acetabular cup. Due to fitment intraoperative issue, above mentioned custom device, could not be implanted and was therefore used a standard djo hip prosthesis. Patient date of birth is (B)(6) 1971. Event occurred in the united states.